Manufacturer narrative:
This event is being reported as serious injury due to the reported recurrence with presumed surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Follow-up for additional patient, device, and procedure information has been requested. If additional information is made available, a supplemental report will be submitted.

Event description:
Sales representative reported physician "contacted me in regards to a [patient they] did a complex hernia repair on back in 2016." "Surgeon reported [patient] went to ER with abdominal pain and CT scan showed what looks to be recurrent hernia where the bowel herniated through the middle of the the strattice. [Patient] is now home resting comfortably and surgeon is waiting on next step from patient and has offered to take patient back to or to repair." The tissue remains implanted.